Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: proximal shaft separation. Time of device issue: during use. Adverse event: none. It was reported that a lot of resistance was met during advancement of the xience v stent due to calcium and tortuosity. The shaft of the stent delivery system (sds) looked kinked. As the sds was being retracted, the shaft separated outside the pt at the kinked point. There were no pt effects. The pt was brought back for successful intervention the next day. No additional info was provided.